Manufacturer narrative:
Product event summary: the analysis of 35j battery (B)(4) from returned device (B)(4) has concluded. Based on the destructive analysis results, no internal short occurred in the battery and no evidence was found of an internal condition that would cause a high internal current drain.

Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Elective replacement indicator (eri) date (B)(6) 2013. There is an unexplained area of rapid voltage decline observed in the battery voltage curve at the end of the record. (B)(4).

Event description:
It was reported that the device experienced a rapid battery voltage drop from 3.02 volts to 2.61 volts over the course of three months. Early battery depletion was suspected. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary continued: the stacked chip scale package (scsp) passed diagnostic system testing which included, random access memory (ram) test, built in self-test (bist), and additional current drain testing of the external sram.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765, implantable tachy lead, (B)(6) 2009; 5076-52, implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.